Manufacturer narrative:
Received one plpul2020 opened in original packaging. Lot number was verified. Performed a visual inspection on device, no obvious defects or abnormalities found. A functional test was performed using esu system 7550. Cut and coag functions were tested, both cut and coag functions activated while activation buttons were pressed. Pencil was observed while plugged into esu 7550 while cut and coag functions were not physically activated by pressing the buttons. Device did not activate on its own during the observed period. A DHR review was requested from the manufacturer wickimed, and no indication of abnormalities was found. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame 347,580 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000003. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020 was being used during a vaginoplasty (B)(6) 2021 when the patient was burned in two alternate locations causing 3rd degree burns. The burns were excised and repaired. The patient did not require prolonged hospitalization. The procedure was then completed with no report of delay. This report is being raised on the basis of injury due to patient receiving 3rd degree burns.